Event description:
Cardiac stent occlusion in 2004 after having 3 stents deployed in svg (saphenous vein graft), to obtuse marginal. Three stents were implanted in 2004, and two days later, all three of the stents were occluded. An angio was attempted, but this was not successful. The pt remained inthe hospital for six (6) days and then went home.